Manufacturer narrative:
Device evaluation: the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to the lens. Method code updated. Conclusion code corrected: off-label use [anterior endothelium chamber depth < 3.0mm (2.90mm)]. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6, -12.00 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.